Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt stated they may need new controller battery. Pt stated their implant was taking long to charge and that they had to charge everyday. When asked for a time frame, pt said several hours. Pt confirmed that their controller lights up green when recharging from ac power supply and stated that controller recharges normally to 100%. Pt then explained that their controller was functioning properly but sometimes it goes blank/freezes when recharging implant and pt won't be able to turn controller back on. Pt mentioned controller would turn back on randomly. Pt mentioned they charge their controller at night with no issues. Pt mentioned they were able to charge their implant at excellent or good but takes several hours and that they have to do it more frequently than usual. Pt mentioned their implant some nights deplete and shuts stimulation off even though the pt had recharged in throughout the day. Pt mentioned they got reprogrammed less than a month ago with a mdt rep and that rep was not aware of battery depletion issue. Pt mentioned they will be seeing rep next week for another reprogramming session. Agent asked if pt cannot feel therapy or if there was something wrong with stimulation, pt denied. Pt mentioned they get reprogrammed frequently. Pt denied increasing stimulation settings when agent asked. Agent explained that recharging implant for 2 hours from empty to full would be considered normal and it might take longer if controller screen was awake. Pt stated their implant was not depleted and that it would be at 20%, agent advised pt to not let battery drain past 30%. When asked to inspect physical damage on recharger, pt refused and stated they received the recharger replacement not long ago because old recharger had loose cord. When asked to inspect physical damage on controller, pt stated they don't see any physical damage on compartment and only saw 8 gold pins on controller port. Pt mentioned that they were charging implant during call. Agent asked pt to start charging implant again after agent had them remove battery and pt statedthey were able to charge at excellent. Pt mentioned the quality would go from excellent to good if they moved a bit. The issue was not resolved. The patient was redirected to their healthcare provider and mdt rep to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), UDI#: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.